Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 456 mg/dl. Troubleshooting was performed. Found multiple no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Found that the customer was using expired products. Advised the customer not to use expired products. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.